Manufacturer narrative:
Device lot w50019 has been previously tested in-house. Discrepant high tni was observed with whole blood normal donor samples. Five (5) whole blood donor samples out of thirty (30) were outside the range <-0.10 and >0.10 ng/ml. This does not pass mfg final release specifications. As of (B)(4) 2012, there were 6 complaints for tni recovery on sob lot w50019. CAPA (B)(4) was opened to address elevated tni at low end concentrations.

Event description:
Caller reported potential discrepant high troponin I (tni) results on one pt with triage profiler sob test. On (B)(4) 2012, a pt's whole blood sample was tested on triage profiler sob test giving positive results. The test was repeated on same meter and same device and a lower value (still considered positive by the customer) was observed. A new device from the same kit was then used on the same meter giving a negative result. The pt as admitted to the hospital and the hospital lab also gave negative results. Caller was unable to provide exact draw time or test times. Customer does not have info on presentation of pt or pt history.